Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a part number or lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt participated in a (B)(6) study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 and c6 c7 with pedicle screws at c5, c6 and c7. Pt had been experiencing pain for 9 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dysphagia requiring a barium swallow eval. This is report 4 of 7 for this event. This report is on the left 16mm variable angle screw at c6.